Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to low r-waves which led to t-wave oversensing. An exit block was suspected and the lead was explanted.